Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer (fse) traced the issue to the drawer controller for main 3.1. So, the fse replaced the controller, after which the station¿s functionality was verified successfully, and all drawers were confirmed to be operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station does not had power. It was beeping smart remote manager, user tried multiple outlets and flipped switch on and off but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.